Event description:
Info rec'd complaint form indicates the following: the foley catheter balloon could not be emptied in the attempt to remove the catheter form pt post surgery. It is reported that they tried to remove it with syringe and needle by cutting the catheter and by placing the needle in the balloon canal. It is reported that finally, they were able to burst the balloon using a guide wire through the bladder wall, and the catheter was removed as a result.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. An investigation was conducted on (B)(4) 2013 based on the info provided by the customer and review of device history record, as the complaint sample was not expected to be available for eval. Based on history record review did not show any significant abnormalities. Since the actual product was not returned, further investigation in determining and confirming the root cause of product failure could not be carried out. Results from the review of assembly work order revealed no signs of collapsed airline detected during the inspection. Review of past two yrs (2011-2012) complaint history record did not reveal any sign of non deflation related to the product. Reviewing of the in-process functional test report for dip codes ((B)(4)) does not revealed any sign of such defect detected during the drainage test. The samples taken from this mfg lot met the specification when subjected for the functional test in accordance to (B)(4). No add'l info is expected. Further complaints will be monitored for trends in accordance with convatec inc's global handling complaint and CAPA procedures.